Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the anterior side assessed as surgical damage. Additional observations: white particles observed inside and outer the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional later reported left side "implant completely collapsed yellowish fluid with particles inside" and "hole, non specific" observed during explant surgery. The device has been explanted.